Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type programmer, physician.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain. It was reported that the patient had problems with the pump since day one when the pump was programmed wrong. No symptoms were reported and no further complications were expected or anticipated.